Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
A piece remained in vagina-tampon [foreign body in reproductive tract] removing tampon, a piece remained inside-vagina [complication of device removal] tampon piece remained inside [device breakage] tampon stayed in applicator [device deployment issue] consumer contacted via phone and stated that she had a tampon that stayed in the applicator; when she tried to remove the tampon, a piece remained inside. No serious injury was reported.